Manufacturer narrative:
The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
Blood was leaking from the hemostasis valve when aspirating the air for flushing the sheath after placing the sheath into the patient prior to inserting catheters. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.